Event description:
Reportedly, during the f/u on (B)(6) 2011, the interrogation of (B)(4) was long; but finally, no (B)(4) memory data were available. However, when reviewing data stored on the programmer, most data were available except the lead impedance curves. This was also observed during the previous f/u on (B)(6) 2010. An explantation was requested.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.